Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's cpu board.

Event description:
Customer reported that the spectrum monitor intermittently shuts down, which may have affected pt monitoring. No pt injury was reported.